Event description:
The distributor reported a revision surgery occured due to dislocation of the joint.

Manufacturer narrative:
The package insert states loosening or displacement with or without removal of the implant is a possible adverse event. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Current information is insufficient to permit a valid conclusion about the cause of this event; however, the reported reason for the dislocation is due to an unrelated medical condition of the patient. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.